Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force no adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the patient using electrode belt (B)(4) was receiving add gel/replace belt messages.